Event description:
Pt reported insulin leaked from the infusion set when he programmed a bolus before dinner. He experienced hyperglycemia and nausea as a result. He changed the infusion set and his blood glucose normalized. The headsets are inserted on his abdomen or buttocks with an insertion device. The infusion set is changed every 3 days. Pt believes the cannula and needle were not connected correctly. The infusion set was requested for eval. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.